Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion and elevated metal ion levels. Patient's legal counsel further reported destruction of the posterior capsule, synovitis, necrosis and a loosened acetabular cup were allegedly noted during the revision procedure. Review of invoice history confirmed the modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion and elevated metal ion levels. Patient's legal counsel further reported destruction of the posterior capsule, synovitis, necrosis and a loosened acetabular cup were allegedly noted during the revision procedure. Review of invoice history confirmed the modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left hip revision on (B)(6) 2012 due to acetabular cup loosening. Operative report noted the presence of clear fluid, synovitis, necrosis consistent with alval, and a loose acetabular cup. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor's cup and a biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2014-000789 / 00791).